Event description:
The lay user/reporter called lifescan (lfs) in 2006, and alleged that her mother's meter was reading inaccurately high. The medical affairs specialist spoke to the patient's daughter 3 days later and obtained/verified the following information. The patient tested her blood glucose the day of the report at 3:00 p.m. Because she was experiencing symptoms of confusion, numberness in her arm, and she was cold. The result obtained was 95 mg/dl. Because of the symptoms, her daughter called the paramedics. When they arrived they obtained a result of 59 mg/dl on their meter. She was given orange juice, a peanut butter and jelly sandwich, and syrup. After eating her blood glucose was retested and the retested and the result was 65 mg/dl. The patient was not taken to the hospital, as she felt better after eating. The patient takes 4 different oral medications, but the reporter did not have the names of them. She stated that her mother did not adjust her medications according to the meter results. She also could not recall what her blood glucose result was from the earlier in the day. The test strips were in good condition, codes matched, and the techniques for cleaning the puncture site and for applying the blood to the test strip were correct. The patient performed two control solution tests, both failed. This complaint is being reported because the meter did not pass the control solution tests and the patient obtained a blood glucose result that would not be expected given her symptoms and treatment. A replacement meter has been sent.